Event description:
Customer reported a secondary infusion of methotrexate 5610 mg in 500 ml d5w infusing over 4 hours backed up into the primary bag of 1 liter 1/2 ns w/bicarbonate 1meq/ml in the hem/oncology unit. No pt harm or medical intervention occurred. No further pt/event info was reported. (B)(4).

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. No product will be returned per customer. Product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.